Manufacturer narrative:
The device has not been returned for evaluation; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that coiling treatment of a small aneurysm measuring, after the opened the package, found the tip of the micro catheter was broken. Replaced a new micro catheter to complete the operation. No patient injury was reported.

Manufacturer narrative:
The total length and usable length found within specification. The e chelon-10 distal tip was found bent and broken at the proximal edge of the distal marker band. Upon visual inspection, no issues or irregularities were found with the echelon-10 hub. No bends or kinks were found with the echelon-10 body. The echelon-10 micro catheter was flushed, water exited from the broken location and distal tip. No other anomalies were observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned for evaluation and the clinical observation was confirmed. Returned catheter tip found damaged is consistent with damage caused by tip shaping; however, it was reported no tip shaping was conducted. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. All products are 100% inspected for damages and irregularities during manufacture. As noted in the echelon IFU (instructions for use): ¿in order to maintain catheter integrity and dimensional stability of the inner diameter, it is recommended that the user follow these instructions. Carefully bend catheter tip and shaping mandrel to desired shape. A slight over exaggeration of the shape may be required to accommodate for catheter relaxation. Shape the catheter by holding the shaped portion approximately 1 inch (2.5 cm not less than 1 cm) from the steam source for about 20 seconds (do not exceed 30 seconds.) Allow catheter tip to cool in air or saline prior to removing mandrel. Remove mandrel from catheter and discard. Multiple shaping is not recommended. Inspect the tip for any damage that may have resulted from steam shaping the catheter tip. If any damage is found, do not use the catheter.¿ if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.